Event description:
It was reported that the patient went into cardiac arrest and received 6 unsuccessful shock therapies from the implantable cardioverter defibrillator (ICD). The arrhythmia terminated spontaneously. Device interrogation showed appropriate sensing of ventricular fibrillation (vf) episodes and delivery of six <(><<)> 0.3j shocks. High voltage impedance was low (12 ohms and 13 ohms). It was also noted that a lead warning occurred approximately 1 month prior. Imaging revealed the device and lead had moved and the subcutaneous defibrillation coil appeared to be resting on the can (possible short circuit). The subcutaneous defibrillation coil was explanted and successfully replaced. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).